Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the images provided. The images were reviewed and the complaint condition is confirmed. The screw appears to have broken into two pieces in the provided x ray images. A definitive assignable root cause could not be determined based on the provided information. No valid lot number was provided or found in the photos, therefore no DHR review was completed. The DHR review will be revisited if a valid lot number is provided or the physical device is received. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot no valid lot number was provided or found in the photos, therefore no DHR review was completed. The DHR review will be revisited if a valid lot number is provided or the physical device is received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent surgery on (B)(6) 2021 with the implants in question treating dorsal spondylodesis l5/ s1. On an unknown date, two (2) expedium screws broke in the patient. The screws were removed from the patient on (B)(6) 2021 and the patient received a new fixateur intern. The patient outcome was reported as good. There is no further information available. This report is for one (1) expedium verse spine system correction key. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- this complaint was not confirmed. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: no valid lot number was provided or found in the photos, therefore no DHR review was completed. The DHR review will be revisited if a valid lot number is provided or the physical device is received.,a manufacturing record evaluation was performed for the finished device product code: " 199721000s" lot number: 231027. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 07.02.2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.